Event description:
It was reported that, just post-implant, the entire electrode had gradually dropped. Regular follow-ups were performed at a two-week interval. It was determined that the thread fixing the electrode sleeve had clearly come loose. The sense-b electrode section had moved to the pulse generators side, and the sense-a electrode section had also moved significantly lower compared to immediately after the implant. A procedure was done to reposition the electrode. There were no additional adverse patient effects.